Manufacturer narrative:
Company representative offered to repair the unit, but customer declined.

Event description:
Customer reported an issue with the passport 2 monitor's display that may have affected monitoring. No patient injury was reported.